Manufacturer narrative:
Pending investigation. D10: a10012 - gps implant kit v2 03008421297 310-62-41 - stemless humeral head 41mm x 13mm x alpha 6143403 319-01-32 - steinmann pin sterile 3.2mm x 178mm 6430590 300-62-03 - stemless humeral comp integrip, cage, size 3 6450239 531-20-00 - shldr gps rvrs drill kit 6999458 531-78-20 - shouldr gps hex pins kit 7082597.

Event description:
As reported, approximately two years and 11 months post the initial right total shoulder arthroplasty (tsa), the patient presented with subscapularis failure leading to tension on the glenoid component, causing the implant to break at both the central peg and peripheral peg. No parts or pieces fell into the patient wound site. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1412-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The revision reported was likely the result of a failed subscapularis as a result of overstretching, which led to tension on the glenoid and subsequent breakage between the pegs/cage and the polyethylene body of the glenoid component. However, this cannot be confirmed because the devices were not returned for evaluation, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.